Manufacturer narrative:
Review of images: review of batch (B)(4), crrs3 lot r162, crric lot 221688, sample ID (B)(6), show that the customer received a negative interpretation on all three cells. Cells 2 and 3 visually appear to have some red cell adherence. The positive control well appeared positive as expected with a well score of a 4+ interpretation. Cells 2 is heterozygous for jka and cell 3 is homozygous for jka. There was another sample on this batch that resulted negative and visually appear negative on the echo. Review of batch (B)(4), crrs3 lot r162, crric lot 221688, sample ID (B)(6), show that the customer received a negative interpretation on cells one and two. Cell 3 resulted with a 3+ reaction that visually appear positive. Cell 2 visually appear to have some red cell adherence. The positive control well appeared positive as expected with a well score of a 4+ interpretation. Cells 2 is heterozygous for jka and cell 3 is homozygous for jka. This issue was communicated to customers in (B)(4) on (B)(4) 2009, where customers are advised to perform a visual verification of negative reactions before final release of those well results.

Event description:
Customer reported an unexpected negative when testing a sample on the echo. The sample resulted negative with capture-r ready screen 3 (crrs 3). A new sample was collected from the same patient later the same day and resulted positive for cell 3 with crrs3. The sample was tested on echo with capture-r ready ID crrid and the sample resulted anti-jka positive. Customer re-tested the original sample which resulted 3+ with crrs 3.